Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Huang ¿ ¿comparison of uncovered stent placement across versus above the main duodenal papilla for malignant biliary obstruction¿. The overall length of the obstruction and the distance from the end of obstruction to the papilla were confirmed. The guide wire was exchanged for a 0.035-inch guide wire (amplatz super stiff; boston scientific, natick, massachusetts), and a self-expanding metal stent was inserted through the wire. Stents were placed across the papilla in patients with tumor obstruction the lower 2 cm of the cbd, and above the papilla in patients without peripapillary obstruction. The stent protruded 1 cm into the duodenum if it was inserted across the papilla. Postdilation of the stent was not necessary. An 8.5-f external biliary drainage catheter (cook) was left above the stent if necessary. The drainage catheters were irrigated after the operation. Clinical personnel confirmed that death be cascade effect, the direct cause of death would be due to cancer.

Manufacturer narrative:
Device evaluation: the zib device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. Document review: prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: a review of the manufacturing records for the zib device could not be performed as the lot number is unknown. There is no evidence to suggest the user did not follow the instructions for use (ifu0040-6) root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that the patient had a history of malignancy. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, one patient died of sepsis at 2 weeks even though a drainage catheter had been inserted. (Clinical input has confirmed death was not device related-¿ I would consider the death be cascade effect, the direct cause of death would be due to cancer.¿) complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.